Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy after six tissue samples were obtained, the health care provider changed the direction of the probe's sample notch and the biopsy probe allegedly rotated and could not be stopped. Reportedly, the sample notch of the probe rotated continuously, as the screen of the biopsy system displayed the direction of the sample notch. The probe was re-calibrated to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: one encor driver was returned to bard medicon service center for evaluation. The investigation was unconfirmed for the reported mechanical issue as the returned driver passed all functional tests and the issue could not be replicated. The definitive root cause for the reported continuous sampling could not be determined based upon the available information. It was unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: device description: the encor enspire breast biopsy driver and encor biopsy probe may be used together with encor enspire, encor, or encor ultra systems. The encor driver is designed as a handheld unit for ultrasound guided breast biopsies and for mounting on a stereotactic platform using bard adapters. Indications for use: the encor breast biopsy driver is indicated to acquire tissue for diagnostic sampling of breast abnormalities. It is intended to provide breast tissue for histologic examination with partial or complete removal of the imaged abnormality. Precautions: the encor driver is reusable and is supplied non-sterile. Do not autoclave or immerse in liquid.

Event description:
It was reported that during a breast biopsy after six tissue samples were obtained, the health care provider changed the direction of the probe's sample notch and the biopsy probe allegedly rotated and could not be stopped. Reportedly, the sample notch of the probe rotated continuously, as the screen of the biopsy system displayed the direction of the sample notch. The probe was re-calibrated to complete the procedure. There was no reported patient injury.